Manufacturer narrative:
The main component of the system and other applicable components are: concomitant medical products: product ID: 8781, lot# n0508711002, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a physician in (B)(6) regarding a patient receiving intrathecal gabalon via an implanted pump. The pump was implanted (B)(6) 2015 and explanted on (B)(6) 2016. The pump's purpose of use was listed as spinal cord injury. The daily dose was 130 mcg/day. On (B)(6) 2016, the patient experienced a pump infection. Infection of the pump site was suspected at a follow-up appointment. The severity was listed a severe. On (B)(6) 2016, a cefazolin drip infusion was initiated (treatment medication). On (B)(6) 2016, the infusion medication was changed from cefazolin to vancomycin and the pump system was surgically explanted. On (B)(6) 2016, the vancomycin infusion was stopped. On (B)(6) 2016, the patient outcome was recovered. There was no causal relationship of the event to the drug, catheter, pump, or programmer. There was no causal relationship of the event to the surgical procedure. The physician noted that there was no causal relationship between the event and itb (intrathecal baclofen) therapy. Additional information has been requested, but was not available as of the date of this report. On (B)(6) 2016(for (B)(6) hcp) case description: this is an initial, serious case received from a physician by (B)(6). The patient experienced implant site infection on (B)(6) 2016 and was hospitalized. The administration of gabalon was discontinued. There were no concomitant medications. No laboratory data was reported. On (B)(6) 2016 e1a (for, (B)(6), hcp). On 03/13/2016- additional information was received from a physician indicated the dosing period was (B)(6) 2015 to (B)(6) 2016. The patient had no past history. On (B)(6) 2016 ared (for, (B)(6), hcp) information was received from a physician. Underlying disease was spinal cord damage (primary site of damage: c4-5) and the date of onset/appointment with doctor or date of diagnosis was (B)(6) 2015. Spasticity in the legs and arms was improved after the pump implant procedure (ashworth was changed from 3 to 2.) On (B)(6) 2016 the patient visited the hospital. On (B)(6) 2016, a staff of another hospital/facility (where the patient was being admitted) noticed redness in the pump implant (wound) site after taking bath/shower. Swelling and redness in two sites on the pump implant site was observed. On (B)(6) 2016 the patient was hospitalized without fever. On (B)(6) 2016 debridement was performed with local anesthesia. When the procedure was started, the implanted pump was partly exposed. The drug (spinal fluid) was taken out from the catheter access port (cap) to check: no meningitis was observed. Results of cultivation tests revealed that (B)(6) was found. On (B)(6) 2016 the whole pump system was explanted. Vancomycin was administered. The condition of the patient at post explant procedure was fine. On (B)(6) 2016 the patient went back to another hospital where the patient had been admitted prior to the explant procedure. The patient is bedridden with skin roughness (maybe allergy) conspicuously. Possible cause of infection was considered to be unsanitary conditions. Outcome of the adverse event was recovered on (B)(6) 2016.

Event description:
Additional information was received from a healthcare professional who indicated the suspect drug was gabalon intrathecal injection (baclofen) injection 75.0 ug/day by intrathecal route of administration in simple continuous mode. The patient's medical history included intrathecal pump insertion and medical device removal. The surgical history, allergic history, and adverse drug reactions were reported as unknown. There was no alcohol and smoking history. The concomitant therapy included physical therapy, physiotherapy (duration unknown to ongoing procedure). Concomitant medications were reported as none. As of (B)(6) 2015 an ongoing current condition of spinal cord injury. It was also reported that on (B)(6) 2015 the intrathecal pump and a catheter were implanted and intrathecal administration of gabalon 130 ug daily was started. Also noted that "gabalon 75.0 ug/day ug daily" was started and cramp of limb existing since before the implantation improved to the extent of around 1 to 2 from 3 on modified ashworth scale). At implant the target of the catheter top was c6. On (B)(6) 2015, the dose of gabalon 0.05% was increased to 90.0 ug daily; 21 days. On (B)(6) 2015, the dose of gabalon 0.2% was increased to 120.0 ug daily; 41 days. On (B)(6) 2015, the dose of gabalon 0.2% was reduced to 100.0 ug daily; 16 days. On (B)(6) 2015, the dose of gabalon 0.2% was increased to 130.0 ug daily; 80 days. Of noted the patient had lived in an in an institution. Upon visiting the hospital due to redness and swelling in the pump wounds on (B)(6) 2016 (as previously reported) the c-reactive protein (crp) was 1.89. On (B)(6) 2016, a culture test of "bone marrow" aspirate was collected from an access port (previously reported as drug (spinal fluid) was taken out from the catheter access port (cap). On (B)(6) 2016 an IV drip administration of cefazolin sodium (previously reported as cefazolin) of 1g x2 daily (2 g daily) was started. On (B)(6) 2016 cefazolin sodium (previously reported as cefazolin) was switched and an IV drip of vancomycin hydrochloride (previously reported as vancomycin) 0.5 g x2 daily; 1g daily. The administration of gabalon was discontinued on (B)(6) 2016. The pump and catheter were removed (as previously reported) and the patient's course was favorable. On (B)(6) 2016 the patient went back to the institution (previously reported as another hospital). The patient's skin roughness was reported now as significant. The infection seemed to be likely caused by poor hygiene of the skin; unsanitary skin (previously reported as unsanitary conditions). Further, on (B)(6) 2016, additional information was received from the manufacturer representative that indicated they did not have any information about the allergy. But there was no relation with the allergy and the device/therapy. The physician commented about the allergy that it might be one of the possible causes of the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.